Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock on no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding disassociation. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Disassociation of femoral head from stem.